Event description:
The customer reported to beckman coulter (bec) that 10 ml of blue fluid leaked from the coulter lh 750 hematology analyzer, below the right front side of the instrument after performing a start up cycle. The customer also reported that hemoglobin (hgb) and differential were failing background. The leak was not contained within the instrument and fluid leaked on the counter top. The operator was wearing gloves and a laboratory coat at the time of this event. There was injury or biohazard exposure to mucous membranes or open wounds. No patient results or quality controla (qc) data were affected by the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse trimmed tubing on valve (vl12b) to correct the length and adjusted hemoglobin (hgb) lamp voltage. Following the pepair, hgb was in range and the leak was resolved. The fse also found that a chamber (vc26) was not draining because port 4 was plugged (clogged) up. The fse flushed all ports on the vc26; the chamber then drained, and the differential and retic backgrounds were in range. Failure mode was attributed to: the tubing on vl12b for the leak. The chamber (vc26) for failing backgrounds; however, the system did provide failing backgrounds to alert customer to an instrument issue. (B)(4).